Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with completely broken reservoir tube lip, reservoir tube missing o-ring, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker, and reservoir tube cracked. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the top of the reservoir compartment was cracked and pieces were falling off. Customer's blood glucose was 150 mg/dl. The customer reported the damage was from normal wear and tear. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.